Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4). Lawyer-filed report (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, lower urinary tract infection, cystitis, hypertension, thoughts of suicide, tubal adenoma, abdominal pain, low blood pressure, vaginal discharge, tenderness, leukocytes/blood in urine (hematuria, blood loss), fever, urinary frequency, urinary burning sensation, vaginal pressure, pelvic pain, bladder/kidney infections, depression, headache, diarrhea, vomiting, dysuria, vaginal spotting, nausea, sensation of inflammation, shortness of breath, cough, cellulitis around site, insomnia, poor appetite, serosal tearing and non-surgical intervention.